Manufacturer narrative:
(B)(4). Approximate age of device - 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2015. A CT scan was performed that revealed a large collection of blood in the pump pocket. One unit of packed red blood cells was transfused. The patient was taken to the operating room on (B)(6) 2015 for a pump pocket exploration. It was reported that according to the operating note, there was more than 350 ml of clot and 400 ml of blood in the pump pocket. The pump pocket was irrigated with polymyxin. It was reported that the hematoma and blood did not appear infected. On (B)(6) 2015 the patient received another unit of packed red blood cells and their hemoglobin was 8.0 g/dl. The patient was on a heparin drip and the partial thromboplastin time target goal was advanced to 60-80 seconds. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the bleeding site unconfirmed. There was no active site of bleeding at time of hematoma evacuation. It was reported that there was not infection at the site. Cultures from the site came back negative. It was reported that no device issues were noted in the patient's medical records.